Manufacturer narrative:
Event corrected to (B)(6) 2021. The reporter indicated that on (B)(6) 2021 a 13.2mm, vicm5_13.2, -10.0 diopter, implantable collamer lens tore before/during loading. A backup lens was implanted intraoperatively and this resolved the problem. Cause of the event is reported as unknown. Reportedly, the postoperative condition is good. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that on 5/mar/2021 a 13.2mm, vicm5_13.2, -10.0 diopter, implantable collamer lens tore before/during loading. A backup lens was implanted intraoperatively and this resolved the problem. Cause of the event is reported as unknown. Reportedly, the postoperative condition is good.